Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('9 months daily bleeding I had after being implanted with essure') in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. The reporter commented: left coil removed in (B)(6) 2011, right coil removed today. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('9 months daily bleeding I had after being implanted with essure') and device dislocation ('one displaced coil') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), infection ("repeated infections"), pelvic pain ("pelvic pain"), chest pain ("stabbing chest pains"), muscle spasms ("charlie horses in my feet to where I could no longer wear heels for 2 years of my life"), amnesia ("memory loss"), feeling abnormal ("brain fog"), synovial cyst ("hand cyst / carpal cyst"), osteoarthritis ("degenerative arthritis"), anaemia ("anemia") and fibromyalgia ("fibromyalgia"). The patient was treated with salpingectomy and hysterectomy and surgery (bilateral salpingectomy, hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, device dislocation, infection, pelvic pain, chest pain, muscle spasms, amnesia, feeling abnormal, osteoarthritis, anaemia and fibromyalgia outcome was unknown. The reporter considered amnesia, anaemia, chest pain, device dislocation, feeling abnormal, fibromyalgia, genital haemorrhage, infection, muscle spasms, osteoarthritis, pelvic pain and synovial cyst to be related to essure. The reporter commented: left coil removed in (B)(6) 2011, right coil removed today. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: data received from social media. Bilateral salpingectomy and hysterectomy were specified as non-drug treatment to remove essure. New events 'one displaced coil, repeated infections', 'pelvic pain', 'stabbing chest pains', 'charlie horses in my feet to where I could no longer wear heels for 2 years of my life', 'memory loss', 'brain fog', 'hand cyst', 'degenerative arthritis', 'anemia' and 'fibromyalgia' were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('9 months daily bleeding I had after being implanted with essure') in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. The reporter commented: left coil removed in (B)(6) 2011, right coil removed today. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.